Event description:
Deb called and wanted to have a tech go and repair a versacare that customer is alleging the siderail will not latch. Tsr cleaned and lubricated siderail latch pins to resolve issue.